Manufacturer narrative:
The reported event that unk_sel was alleged of s-17 device damaged could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to impaction of the fracture during the course of fracture healing. The literature review was performed. It states that ¿in 5 cases during the follow-up we observed a screw perforation which had to be exchanged. Four of them were due to impaction of the fracture during the course of fracture healing and the other was due to partial head necrosis.¿ the instruction for use clearly states that ¿ ¿post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. [¿] 5 informing the patient the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future¿ if any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a white paper published by prof. Dr. H.u. L. From (B)(6) titled ¿clinical experience with locking plates for the treatment of proximal humeral fractures¿, which was published in april 2007 and is associated with axsos cortical screws and/or locking screws. Within that publication 8 post-operative complications/ adverse events were reported, which occurred between 2005 and 2007. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively. This product inquiry addresses 4 screw perforations which had to be exchanged due to impaction of the fracture during the course of fracture healing. Screw performoration due to impaction of the fracture during the course of fracture healing event 4 of 4.